Event description:
Complainant alleged that medics responded to a call for a pt who had overdosed on cocaine. While attempting to defibrillate, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.